Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 266 mg/dl. It was stated that the customer had nausea and vomiting. Troubleshooting was performed. The programming on the insulin pump was correct. The basal and bolus matched to the daily totals. Programmed a bolus, the insulin exited, and the bolus was recorded in the bolus history. No further information was provided.